Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, an operating room (or) staff reported an erbe error 1-8a, resulting in loss of bipolar energy. The customer tested multiple energy cords, both bipolar ports, another instrument, and rebooted the erbe, but the issue persisted. The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed without any complications, and the subsequent case was relocated to a different room.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the iesu was found to have notable scrape on top of housing cover. Front bezel has a white mark in between bipolar 2 and mono 1, slight ding on the lower left corner. There was a slight scrape on underside left lip of cover. The reported issue was confirmable using the logs; multiple 18a and 28a errors were logged. 28a error were logged. Inspection during failure analysis was able to find errors in the logs that match timeframe and fault condition of the reported event, but were unable to replicate on site. X8a errors will be logged as c00 errors in the logs after iesu is rebooted. The iesu was tested on the system, no errors present, all operations successful via all ports. Probable root cause is attributed to defective generator.